Event description:
It was reported that during the procedure to place a greenfield 12 fr ss vena cava filter, a portion of the sheath tore away from the delivery catheter during filter deployment. The separated sheath material remained attached to the filter which prevented proper deployment of the filter legs. The filter and sheath material were retrieved from the pt using a snare device. A new filter was successfully implanted. No adverse pt effects were reported. The pt was reported to be "ok."